Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a no delivery alarm and were experiencing high blood glucose. The customer's blood glucose level was 397mg/dl. The customer had a high blood glucose level of 410 mg/dl before they called. The customer treated their high blood glucose with syringe. The customer had symptom of feeling nauseated. Troubleshooting was performed for the insulin pump. The insulin was able to exit the 5.0 fixed prime test. Insulin was able to exit the tubing. It was also noted during the manual prime with empty pump test that the device did not alarm a no reservoir. The reservoir was reinserted. The customer ran the manual prime and insulin was able to exit but the insulin pump had alarmed. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Reliability analysis evaluated two opened/used reservoirs. Inspected reservoirs snap-cap and septum for anomalies and none were found. Ran the occlusion test as follows: reservoirs filled with diluent, and connected to a new infusion set. Installed reservoir and connector into a insulin pump. Performed the insulin pump manual prime. Visual fluid flowed through the infusion set and out of the catheter tip. Concluded that the reservoirs were not occluded.